Manufacturer narrative:
Reported event: an event regarding revision instability involving an unknown insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection, material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the submission of a revision usage sheet that the patient's knee was revised. A triathlon 5x14 ps insert was implanted. Additional info. 16-jul-2024: patient was revised due to instability. Additional info. 25-jul-2024: left or right side: right side. Catalog no or description for all revised devices: ps 9mm poly.